Event description:
It was reported that the patient faced insulin flow blocked alarm due to the bent cannula on (B)(6) 2026. The event occurred on the first day of use with the cannula inserted at the abdomen.

Manufacturer narrative:
E1: name: (B)(6). Country: united states of america. Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.